Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 600 mg/dl and her pump failed and stopped working. The current blood glucose was 119 or 120 mg/dl. Customer treated high blood glucose with the insulin pump and insulin drip. Customer was wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unable to perform basic occlusion test, occlusion test or delivery accuracy test due to completely broken reservoir tube lip. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent esc button response due to flattened esc button dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. Pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, scratched reservoir tube window, cracked belt clip slot at battery tube threads area, broken battery tube threads, minor scratched lcd window, missing end cap sticker and stained address/serial number label.